Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample and a picture were received for evaluation. Visual and functional testing were performed. One (1) picture was attached in the original packaging and no damage could be detected. One (1) sample was received in used conditions, with its opened original packaging. Cuffs were inflated with air to detect any leak. No leaks were detected. The returned sample was inflated using a syringe and was submerged under water to detect any leak. No leaks were detected after submerged under water; the complaint was not confirmed. The root cause cannot be established as the sample successfully passed leak test. No action taken was performed since the complaint was not confirmed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that during the pre-use check, the bronchial cuff (the white cuff) deflated. No patient injury was reported.